Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 572 mg/dl. It was stated that the customer was vomiting as well. It was stated that the customer had been on manual injections for about two hours prior to the hospitalization per her hcp's instructions due to no delivery alarms. Both the mother and hcp requested a replacement insulin pump due to the no delivery alarms. Nothing further was reported.